Event description:
During routine monitoring of a pt, the device allegedly displayed an asystolic ECG trace inappropriately on the monitor display. When the operator printed a recorder strip, the appropriate ECG rhythm was printed. A backup monitor was subsequently obtained and used. There were no adverse affects to pt care reported as a result of the alleged malfunction.